Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise resulting in inappropriate mode switch on the pacemaker (pm), it was also noted that there was functional undersensing. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.